Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude measurements, high pacing thresholds and was suspected to have microdislodged. The patient underwent a surgical procedure to explant the lead. Additional information stated the rv lead had visibly lost slack and microdislodgment was confirmed via fluoroscopy. A new rv lead was implanted at the procedure. There were no additional adverse effects reported.